Manufacturer narrative:
Due to character limitation in e1, full initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service technician during routine check that cardiosave intra-aortic balloon pump (iabp) lost helium due to a fuge in the car. No patient involvement and no injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) stated that the leak was detected in the equipment. The cables was causing the leak so fse replaced helium tubing assembly. The equipment passed all tests successfully. The equipment was suitable for use.